Event description:
It was reported that during a left total hip arthroplasty, a fracture was noted in the lesser trochanteric area and was repaired with cables. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: competitor cable and sleeve set 15-104096 ¿ m2a shell ¿ 099440. 11-163673 ¿ m2a head ¿ 452530. 11-112116 ¿ r/h impact distal ¿ 778100. Customer has indicated that the product is not being returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code mechanical (g04) ¿ stem. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. During the trialing of the prosthesis, a calcar type ii crack of the lesser troch was noted. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.